Manufacturer narrative:
The user reported that she saw smoke and then a burn mark. Upon further investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: FDA: cord cut/burned other location, switch ok, pad bunched, bent/broken lead, thermostat discoloration, pad dirty or stained, pad stitching loose/open. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer stated that pad sparked near the switch, she taped it and kept using it.